Manufacturer narrative:
Date rec¿d by MFR: 05aug2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 15oct2019. The defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. It caused the ventilator not to enter the standby mode and produce the low leak-co2 rebreathing risk. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 16jul19. A follow-up report will be submitted once the investigation has been complete.

Event description:
Device alarms and exits standby mode. There was no patient involvement.